Manufacturer narrative:
Date of event is estimated. Additional components potentially involved in the event include: common device name: octrode lead kit, 60cm length, model: 3186, UDI: (B)(4), batch: 3400025.

Event description:
It was reported one of patient's leads was fractured possibly after multiple falls. Investigation was unable to identify which lead attributed to the issue. Surgical intervention may be undertaken at a late date to address the issue.

Event description:
Additional information indicated lead fracture was not confirmed prior to or during the procedure. Patient is having effective therapy; therefore, there is no allegation against the device.

Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported event could not be conclusively determined.